Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary: the complaint device was received at the service center and evaluated. During the service evaluation, no defects were identified, and the device was found to be working according to the specifications. Abnormalities were detected in the accessory camera head and the light cable that were received; therefore, these accessories are not repairable. Per service report, this complaint was not confirmed. Based on the investigation findings, a definite potential cause cannot be established, however there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the service evaluation. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device serial number, and no non-conformance was identified.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that prior to an unspecified surgical procedure, when the camera head ac - c-mount and fuslitegu_olym-acmi_3.5mmx3.0m light cable were connected to the all-in-one ccu+light row camera control system, the light source was turned on, and white balancing was performed, the light was so strong that the scope screen turned completely white. Subsequently, white balance could not be performed, and it was only after slightly moving the gauze away that white balance could finally be performed. It was reported that when the surgery began, the light source appeared to be flickering, and when the cartilage was projected, the light source appeared to become stronger. Even after restarting and reconnecting the devices, the symptoms did not change, and when a white object was projected onto the screen, the light source appeared to suddenly become brighter, and the flickering of the light source did not improve. It was reported that the surgeon switched to an older camera system in the hospital, and the surgery was completed. There was no surgical delay and no harm to the patient. No further information is available.